Event description:
A peritoneal dialysis patient reported that e cassette door will not close when the cassette is being inserted at step 1 of setup. The patient has tried 10 cassettes. The patient was easily able to insert a cassette at the clinic using a training cycler, but when he brought that same cassette home, it won't go in. The cycler worked out of the box only the first night. The occlusion bar was not pushed out. The cassette latch moves properly. Restarting the cycler did not solve the problem. There were no alarms to report. The patient confirmed completing treatment with manuals. The patient had been instructed to utilize manuals until (B)(6) 2018 due to suspected peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was diagnosed with peritonitis on (B)(6) 2018 and was put on vancomycin. The patient did not exercise sterile technique and the breach in aseptic technique led to peritonitis. The organism was identified to be (B)(6). The patient continued peritoneal dialysis therapy by performing continuous ambulatory peritoneal dialysis. The patient is still continuing with antibiotics and recovering from the event.

Manufacturer narrative:
There is a temporal relationship between the patient event of peritonitis and continuous circulatory peritoneal dialysis therapy on the liberty select cycler with cycler set. There is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Per the pdrn the causal event of the peritonitis was a breach in aseptic technique by the patient during set-up for continuous circulatory peritoneal dialysis therapy. This is evidenced by the bacteria identified in the peritoneal dialysis effluent culture.

Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that e cassette door will not close when the cassette is being inserted at step 1 of setup. The patient has tried 10 cassettes. The patient was easily able to insert a cassette at the clinic using a training cycler, but when he brought that same cassette home, it won't go in. The cycler worked out of the box only the first night. The occlusion bar was not pushed out. The cassette latch moves properly. Restarting the cycler did not solve the problem. There were no alarms to report. The patient confirmed completing treatment with manuals. The patient had been instructed to utilize manuals until 4/9/2018 due to suspected peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was diagnosed with peritonitis on (B)(6) 2018 and was put on vancomycin. The patient did not exercise sterile technique and the breach in aseptic technique led to peritonitis. The organism was identified to be staphylococcus epidermidis and enterococcus faecalis. The patient continued peritoneal dialysis therapy by performing continuous ambulatory peritoneal dialysis. The patient is still continuing with antibiotics and recovering from the event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that e cassette door will not close when the cassette is being inserted at step 1 of setup. The patient has tried 10 cassettes. The patient was easily able to insert a cassette at the clinic using a training cycler, but when he brought that same cassette home, it won't go in. The cycler worked out of the box only the first night. The occlusion bar was not pushed out. The cassette latch moves properly. Restarting the cycler did not solve the problem. There were no alarms to report. The patient confirmed completing treatment with manuals. The patient had been instructed to utilize manuals until (B)(6) 2018 due to suspected peritonitis. Upon follow up with the patient's nurse, it was stated that the patient was diagnosed with peritonitis on (B)(6) 2018 and was put on vancomycin. The patient did not exercise sterile technique and the breach in aseptic technique led to peritonitis. The organism was identified to be staphylococcus epidermidis and enterococcus faecalis. The patient continued peritoneal dialysis therapy by performing continuous ambulatory peritoneal dialysis. The patient is still continuing with antibiotics and recovering from the event.